Manufacturer narrative:
Concomitant medical products: 2088tc, lead, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an e.coli infection and their transvenous pacing system was explanted and replaced. During the explant procedure the right atrial (ra) lead broke. The remaining piece of the ra lead will be removed during a scheduled open heart surgery procedure. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The device was returned and screening analysis was performed, but no issue was identified requiring full analysis. If information is provided in the future, a supplemental report will be issued.